Event description:
The timing of the reported event was during intra-op. There was a surgical delay of 5 minutes and the surgery was successfully completed with the new screwdriver. The patient's status was healthy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b5: additional information note is added in the event description d4: lot number added. D9: device returned to manufacturer. H4: manufacturer date added. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the sddrive screwdriver t8 was found stripped and twisted. The observed condition was consistent as an end-of-life indicator for the device. No other issues were identified. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event-related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country-specific IFU for information related to end-of-life, reprocessing instructions, and inspection procedures. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition] of sddrive screwdriver t8 would have contributed to the complained issue. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.110.007 synthes lot # 199489 supplier lot# 199489 release to warehouse date: 15-aug-2023 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Corrected data: d4: primary UDI number updated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary according to the information received, "it was reported that on an unknown date, upon first usage, the screwdriver's teeth have warped which do not allow for the screwdrivers to properly insert the screw. These drivers have a blue handle; the brown, wooden handle screwdrivers have never warped. Surgeons are requesting the brown handles." H4, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that sddrive screwdriver t8 (03.110.007) had been stripped on it. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. The reported condition of bent/ deformed could not be confirmed as no observations pertaining to the nature of the event could be identified from the provided photos since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sddrive screwdriver t8 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that on an unknown date, upon first usage, the screwdriver's teeth have warped which do not allow for the screwdrivers to properly insert the screw. These drivers have a blue handle. It was unknown if there was any patient consequences/outcome. This report is for 1 of 3 sddrive screwdriver t8 for complaint :(B)(4).